Manufacturer narrative:
Section a4, a5, and a6: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the device is not an implantable device. Section d6b: if explanted, give date: not applicable, as the device is not an implantable device. Section h3: our field service engineer (fse) was onsite for a full system checkout in response to reported capsulotomy tags. Laser and power adjustment made. Attenuator and external power calibration completed. Visual inspection of optics revealed no discrepancies. Room hvac not working while testing on 1st day. System passes all function and calibration specifications. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported a capsular radial tear. The anterior capsular radial tear occurred at 10 o¿clock without extension in patient's right eye. The patient is described as doing well. No further information provided.

Manufacturer narrative:
Corrected data: upon further review it was determined that section h4, device manufacture date in the initial MDR report, the date was incorrect. The correct date is aug 12, 2014. Therefore, this supplemental report is being submitted to provide the correct data. Additional narrative information: assessments of manufacturing, service, design, and usage were completed, and no product quality defects were found. Laser and power adjustment made. Attenuator and external power calibration completed. Room hvac was not working while testing on the first day. This appears to be an environmental issue. Reviews of labeling and risk management files were conducted, and no new issues/risks were identified. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.